Event description:
United states report received from a healthcare professional on (B)(6) 2021. The physician who was also the prescriber/injector reported that a (B)(6) female patient received rha2 for "area was hollow" on (B)(6) 2021. The patient received 1 syringe of rha2, using an unknown injection technique, to the nasolabial folds and marionette lines. On the same day, (B)(6) 2021, a volume of 1cc of restylane was injected in the tear troughs, half on each side. The needles supplied in the box were used, and no cannula was used for the administration of rha2. Previous cosmetic procedures included juvederm injections about 3 to 5 months prior to the report, to the lower eye lid tear trough. The patient also had an allergy to uraced. Concomitant medications and food supplements were not provided. On (B)(6) 2021, 3 days following the injection of rha2, the patient experienced painful lesions on the left side of her inner mouth. They were further described as cold sore type of lesions, which she had never had in the past. Her physician advised her to take over the counter medication, but she mentioned that she had already tried them (unspecified which medications were tried). The physician prescribed her valtrex and an unclarified oral pain medication rinse but there was no improvement of the events. The patient had a follow-up visit on (B)(6) 2021, and as a treatment she was given 1cc of hyaluronidase into the nasolabial folds and suggested treatment included a warm compress with aspirin. The medical assistant reported that it was given in modeling of the left nasolabial fold, there was slight extending to the left side of the nose. On an unknown date in (B)(6) 2021, the patient also experienced some mucosal irritation in the left upper lip. The outcome of the events was not recovered. The intensity of the events was not provided. The product was unavailable for return. (B)(4). No additional information was available at the time of this report.

Event description:
United states report received from a healthcare professional on 22-oct-2021. The physician who was also the prescriber/injector reported that a (B)(6) female patient received rha2 for "area was hollow" on (B)(6) 2021. The patient received 1 syringe of rha2, using an unknown injection technique, to the nasolabial folds and marionette lines. On the same day, (B)(6) 2021, a volume of 1cc of restylane was injected in the tear troughs, half on each side. The needles supplied in the box were used, and no cannula was used for the administration of rha2. Previous cosmetic procedures included juvederm injections about 3 to 5 months prior to the report, to the lower eye lid tear trough. The patient also had an allergy to uraced. Concomitant medications and food supplements were not provided. On (B)(6) 2021, 3 days following the injection of rha2, the patient experienced painful lesions on the left side of her inner mouth. They were further described as cold sore type of lesions, which she had never had in the past. Her physician advised her to take over the counter medication, but she mentioned that she had already tried them (unspecified which medications were tried). The physician prescribed her valtrex and an unclarified oral pain medication rinse but there was no improvement of the events. The patient had a follow-up visit on (B)(6) 2021, and as a treatment she was given 1cc of hyaluronidase into the nasolabial folds and suggested treatment included a warm compress with aspirin. The medical assistant reported that it was given in modeling of the left nasolabial fold, there was slight extending to the left side of the nose. On an unknown date in (B)(6) 2021, the patient also experienced some mucosal irritation in the left upper lip. The outcome of the events was not recovered. The intensity of the events was not provided. The product was unavailable for return. (B)(4). No additional information was available at the time of this report.